Manufacturer narrative:
(B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: the device associated with this complaint was received for examination. Visual examination found the post broken off from the device. The broken post was not returned. No cracks were found in surface device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was inserted small crack formed on both trial polys, all parts were recovered. Surgical time was not extended.